Event description:
It was reported that the fiber was returned without initial reporter and performance allegation information. Analysis of the returned device identified a circumferential fracture on the distal side and glue failure.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. Microscope inspection identified the glass cap exhibited a distal circumference fracture and glue failure. The glass cap exhibited severe devitrification at the output window, this is normal degradation of the fiber which occurred through use of the fiber, the heat accumulation at the fiber tip caused the glass at the firing window to crystallize. The metal cap exhibited severe charred debris adhesion on its surface which was indicative of prolonged tissue contact during the procedure. A distal circumferential fracture has the potential for forward firing. The fiber was tested using the forward firing test fixture, the rate resulted above the threshold for potential patient harm. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture and glue failure. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified circumferential fracture and glue failure.